Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a known software behavior. The software behavior identified is already undergoing modification for future products. The sporadic error can occur if different position values are evaluated at the same time and if a system movement is incorrectly registered during standstill. The error is due to the overlapping in time which corresponds to an inconsistent state. As a result, the device temporarily stops any movement for safety reasons. A corresponding error message is displayed on the system and the operator is asked to acknowledge this by briefly activating and deactivating the emergency stop switch. The system will then work again as intended. This procedure is adequately described in the operating instructions. The system was checked on site by the local service organization and no such system behavior has occurred again. The manufacturer does not consider any further measures resulting from this event as an adequate message is shown at the system. Additionally, the necessary acknowledgement of the user is described accordingly in the operating instructions.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that c-arm movements were not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.